Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016 due to diabetic ketoacidosis. The customer's blood glucose was 545 mg/dl at the time of the hospitalization. The caller stated that there was a kink in the cannula. The customer was found unconscious and was taken to the hospital in an ambulance. The caller stated that the cause of death was complications of stroke. The customer had a stroke in the past. The customer had heart disease. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been removed on (B)(6) 2016, at the time of hospitalization, per the hospital's request. The customer was not using sensors. The caller declined returning the insulin pump for analysis. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The caller did not have the customer's device.